Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material: 515070, batch#: 2309505. It was reported by the customer that phaseal optima connector got disconnected from port at home around 2040. Verbatim: good morning. On (B)(6) 2024, we had a safety event reported for bd item # 515070 (phaseal optima connector). Let¿s identify this as bd 272, as a reference number. The defective product has been discarded by the clinicians. Based on the information provided below, could you start a product quality report? Bd 272: reported date: (B)(6) 2024; event date: (B)(6) 2024; item number: 515070; lot number: 2309505; item available for pick up?: no; picture: no; patient harm: none; area: g9 - pediatric acute cancer care center (alk). Event details: ¿patient came in to paccc as her blinatumomab tubing, phaseal optima connector got disconnected from port at home around 2040.¿.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photographic evidence or physical samples were provided to investigate the reported condition. A thorough review of the device's history was conducted for phaseal optima connector c35-o lot 2309505, and no deviations or non-conformances were found during the manufacturing process that could have contributed to the issue. Three retained samples were received for further evaluation, and upon visual inspection, none of the defects could be reproduced. Based on the metrology tests performed, no anomaly can be confirmed on all retained samples that could lead to disconnection of the luer lock. The product undergoes inspections at various stages of the manufacturing process to ensure its quality and functionality. Without a sample, we are unable to determine the root cause of the reported event. Based on the information available, the exact cause of this incident not be determined. Complaint for this device and reported condition will continue to be tracked and analyzed for emerging trends by our quality team.